Event description:
The male pt received a cypher select stent to treat a bifurcated lesion in the left circumflex and the first obtuse marginal. The main branch in the first om had 80% stenosis and the side branch in the lcx had 80% stenosis. Pt was treated with provisional t stenting. Main branch was predilated with a 2.25 x 12mm balloon at 10 atm a 2.5x13 mm cypher select stent was implanted at 10atm with no postdilatation. Kissing balloon 2.25 x 12mm (10atm) was performed. Final stenosis was 0%. Side branch was predilated with a 2.25 x 12 balloon at 16 atm. No postdilatation was conducted. Kissing balloon 2.25 x 12mm (16 atm) was conducted. Final stenosis was 0%. Approximately eight months post-procedure, the pt had a re-ptca of the target lesion. Pt had 90% restenosis in the main branch and 30% occlusion in the side branch. Lesion was treated with balloon angioplasty.

Manufacturer narrative:
This device (lot i0405107) is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.